Event description:
It was reported that the system error had start up.no patient injury was reported.

Manufacturer narrative:
Customer reported that the system error had start up. Tamper seal were both removed, the device is in good condition with no loose plunger tube and no visible contamination. Force sensor test found in ehl. Performed power up process and calibration verification test. Multiple components (plunger tube, carriage, plunger cable and force sensor). There must be internal short in plunger cable causing intermittent force reading. Customer (found broken carriage screw which attached to plunger tube assembly).replaced plunger cable, plunger tube, carriage and force sensor. Power up, re-calibrated force sensor and device passed self test.